Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump buttons were unresponsive. Customer's blood glucose was 90 mg/dl. Troubleshooting was done. Customer stated the button was not or it kept going to higher amount of insulin. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. Customer reported that she was experiencing low blood glucose in the past 48 hours. Customer stated it could be due to the insulin pump keypad and it was giving her more insulin than it should be. No further information provided.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump passed functional testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.